Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a chpv with siphonguard became blocked after being implanted for 25 days. Another chpv replaced it. The device was revised.

Manufacturer narrative:
Corrected field : device available for evaluation. It was previously reported that the device would not be provided. The product was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve and catheters were returned for evaluation. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no issues found. The valve was leak tested and leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions noted. The valve was reflux and pressure tested; no issues found. A review of manufacturing records found no issues when the devices were released to stock. Based on the investigation, the reported issue could not be confirmed. The devices functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated UDI : (B)(4). It had been previously reported that the device would be made available for evaluation. Multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. Review of manufacturing records found no discrepancies this product and lot code combination was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10160 for information regarding the second device reported in this event.